Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified mid right coronary artery. A 3.00x32mm promus element drug-eluting stent was implanted for treatment. However, during post dilation, a distal edge dissection was noted. To cover the dissection, the physician then deployed a 2.75x24mm promus element stent distally and overlapping to the 3.00x32mm promus element stent. No further patient complications were reported and the patient status was stable.